Manufacturer narrative:
Corrected information provided in b.2, b.5, d.6.b, h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating that the lens was explanted and replaced with another lens in a secondary procedure.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nonhealth care professional reported that after the intraocular lens (iol) implantation surgery, the patient experienced blurry vision and extreme glare which interfered with driving at night. Hence the surgeon has planned to explant the lens.

Manufacturer narrative:
Additional information was provided in b.5. And h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury/malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and reported that the iol was exchanged for the different lens model but half a diopter more power indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.